Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips associated with the event are expired, therefore in-house testing could not be performed. A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
Patient identifier: so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.